Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system (access 2) generated discrepant troponin I (accutni) results. Customer reported that one of the erroneous results was reported out of the laboratory. Customer reported that the erroneous result was amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that access accutni reagent, lot 222174, access accutni reagent, lot 224072, and access accutni calibrators (s0-s5) were used in conjunction with the access 2 analyzer. Bec field service engineer (fse) observed a large amount of air bubbles in the instrument wash pump. The fse replaced the wash valve stator. There was no further bubble formation in the wash pump after replacement of the stator. The fse recalibrated the assays. Quality controls and precision study generated acceptable results after the repair. The fse also performed maintenance.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR #2122870-2012-01841.